Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No buttonerror alarms noted. Unable to confirm unexpected battery out limit alarmsdue to keypad anomaly. No unexpected pump reset noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.